Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The provided images confirmed the reported allegation of a damaged liner. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. There are multiple pictures of liners that confirm there was damage to the liners but cannot confirm which liner was damaged. For that reason I am confirming only the two liners that were reported fractured. The investigation is unable to determine a root cause for the allegations reported using the provided images. The pictures all show a damaged tab portion that has been bent/deformed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿new failure mechanism of acetabular constrained liner: a case report¿ written by john wilkinson, md et al, published in the journal of surgical orthopaedic advances, 2 november 2017, was reviewed. The purpose of the article was to describe two cases involving a previously unreported mechanism of failure of the depuy pinnacle es constrained liner system that occurred within a 10-day period during surgeries by two fellowship-trained joint surgeons at a single institution. Depuy products used: pinnacle es constrained liner, pinnacle cup. Case 1: a (B)(6) year-old male underwent a two-stage revision; due to significant pelvic bone loss from an infection and was implanted with a custom patient-specific triflange implant during the second-stage procedure (original implant unknown). In 2014, patient presented with pain and limited range of motion and underwent exploratory surgery. Initially, the femoral component and the custom pelvic implant revealed to be well-fixed to the bone with no loosening noted. Upon removal of the iliac screws from the triflange, significant bleeding was encountered; the patient experienced injury to the right common femoral artery and vein with significant collateral circulation. The patient underwent vascular repair and determined that the previously removed screw had penetrated the femoral artery and vein during its initial placement. The patient had a new pinnacle es constrained liner implanted. During reduction attempts, it was noted there was a crack in the base of the constrained liner. A similar sized constrained liner was not available. A 40 mm constrained polyethylene liner was cemented, and a bipolar head was used. Case 2: a (B)(6) year-old female had a depuy pinnacle es constrained liner inserted to improve stability of the hip after femoral replacement. During surgery, the locking ring was not able to be seated into the outer groove along the polyethylene rim; one of the rim tabs was deformed. The liner was removed and a new depuy liner was inserted. At the first postoperative visit, the patient experienced drainage from the wound and underwent irrigation and debridement along with being treated with IV antibiotics for positive intraoperative cultures. Regarding case 2, the knee and full femoral implants were noted as non-depuy in the caption description of figure 5. Also, the article does not identify original implants or cement manufacturer for case 1 or case 2.